Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to get the left ventricular (lv) lead to stay in place. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.